Manufacturer narrative:
Baxter received and evaluated the device. A service history review revealed evaluation had serviced the device for the similar allegation, a door not fully latched alarm. Evaluation determined the cause to be upper and lower latch switch being out of adjustment. The upper and lower latch switch was calibrated. All required service actions were completed in the last service cycle. The reported condition was verified. The device was found out of specification in relation to the customer reported device not reading door as open, which was reproduced. The cause was determined to be failed upper latch switch. The upper auxiliary was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump was not reading door as open. There was no patient involvement. No additional information is available.